Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was confirmed due to x-rays and medical records received. Radiograph review found: images demonstrate a right total hip arthroplasty with no significant radiolucency seen. Extensive heterotopic ossification extending from the greater trochanter to the superior acetabulum with suggestion of bony fusion and bony bridging. No significant radiolucency. No obvious fracture is seen. Overall fit, size and position of the implant is appropriate. Cannot assess leg length discrepancy from these images. Bone quality is mildly osteopenic. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565-2017-07729. (B)(4). Concomitant medical products: 00885101136 neutral liner 36 mm i.d. Size jj lot 62666442, 00784800200 modular neck k 12/14 neck taper lot 62714808, 00877503602 biolox® delta, ceramic femoral head, m, 36/0, taper 12/14 lot 2772613, 00875700001 dome hole plug single pack lot 62653256, 01.00296.100 cls brevius stem w kinec sz10 lot 2753440. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address dislocation. It was reported the patient was revised to address continuous right hip pain after a fall two years prior. A leg length discrepancy, limping, popping sensation. Clicking, instability, and subluxation in both flexion and extension were reported as well. Upon examination, pain with range of motion was confirmed. A hip flexion contracture of 30 degrees was identified which interfered with the determination of a leg length discrepancy. Upon x-ray, heterotopic ossification and the acetabular cup in 5 degrees of retroversion was identified. The femoral stem was said to be in good position. No further information is available at this time.